Event description:
Per sale rep, the 4 fr. Pigtail broke off in pt. The physician was able to retrieve it and there was no pt injury. Please note that multiple attempts to gather additional information have been made and have been unsuccessful.